Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter leaked during an inotrope infusion. No patient harm was reported. The set was sequestered and sent to clinical engineering for evaluation. The set change frequency was reported to be between 12-96 hours. The hospital clinical engineering investigation determined that there was some back pressure the hole on the side of the filters which leaked.